Event description:
A physician reported a pt who was skin-tested several yrs ago (exact date not known) and subsequently treated by another physician. In 1999, the pt was treated in the upper and lower vermilion borders [including a few scars (depressions) in the lower border of the lip] and in the oral commissures. At the time of the treatment, an immediate brusing on the right side below the vermilion border was noticed. The injector applied ice, and massaged the area. The pt reported later that she developed pain and burning at the site of the bruise. The physician examined the pt on 3 sept 1999 and prescribed zovirax. By sept 1999, a small necrosis had developed, its appearance being dented in and slightly open. The pt was instructed to use vigelon topical dressing on the necrotic area. The pt has not been seen since that time, but will be followed.